Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open on the computer / analog (ca) board. The root cause of the open resistor could not be positively identified but is consistent with the effects of external defibrillation and the reported resuscitation efforts. There is no indication that the open resistor caused or contributed to the patient's death. The lifevest was able to deliver eight treatment shocks before being shutdown. Device evaluation of belt sn (B)(4) has been completed. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Device manufacturing date: monitor: 07/19/2016; belt: 08/14/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while in the hospital. The patient was reportedly walking and had a syncopal episode. Resuscitation efforts were performed by the medical staff. Review of the download data indicates that the patient entered vt at 240bpm on (B)(6) 2018 at 13:21:28. The lifevest delivered a treatment shock at 13:22:11 that converted vt to sinus tachycardia at 120bpm. The patient again entered vt at 290bpm at 13:27:40 which degraded to vf. The lifevest delivered a treatment shock at 13:28:11 that converted vf to sinus tachycardia at 130bpm. The patient's sinus tachycardia rate increased to 160bpm and the lifevest delivered two additional shocks. The rapid rate contributed to the false detection. The patient's rhythm again degraded to vf at 13:30:01 and the lifevest delivered a treatment shock at 13:30:32 that converted vf to sinus tachycardia at 150bpm. The patient's sinus tachycardia rate again increased to between 170bpm and 190bpm and the lifevest delivered two additional shocks. The rapid rate contributed to the false detection. Finally, the patient entered vt at 250bpm at 13:31:53 and the lifevest delivered a treatment shock at 13:32:24. The rhythm after the shock was vf. Following the final shock, motion artifact was observed on the patient's ECG until the device was shutdown at 13:32:49. The motion artifact is consistent with the reported resuscitation efforts by the hospital staff.